Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of cardiac tamponade requiring intervention was reported during a pulmonary vein isolation (pvi) ablation procedure where the nrg transseptal needle was used for the initial transseptal puncture. After transseptal was completed, two sheaths were attempted to be advanced into the left atrium. Angiography was performed inside the right atrium where both sheaths were noted to be perforating through the right atrial wall to the pericardium. Fluid started to fill the pericardium leading to cardiac tamponade. With the sheaths remaining in place, the pericardial fluid was drained through the sheaths. The patient was stabilized. The physicians decided to surgically remove the sheaths. During the surgery, the sheaths were noted to be protruding towards the transverse pericardial sinus on the side of the posterior aspect of the ascending aorta. The sheaths were removed and the left atrial appendage was closed. The surgery was completed and the patient was sent for monitoring and recovery and was discharged 28 days later. There is no reasonable evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.